Event description:
It was phoned in by the sales rep that the balloon of the intraclude aortic device had a pinhole leak. The balloon started losing pressure half way through the case; it went from 375 to 100. They were able to inflate the balloon to get a pressure of 350 for completion of the case. They examined the balloon at the end of the case and found the hole. No patient harm was reported. The device was retained by the hospital per their hospital protocol and unable for investigation into root cause.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.